Event description:
The customer reported that the unit will not go into standby mode. The customer reported that the unit was not in use on a patient. The customer contacted product support and per customer the average air reading is -0.9 slpm at a setting of 0.0 slpm. The product support advised the customer to perform air flow accuracy tests per service manual to verify flow sensor. Product support discussed with the customer the replacement of the flow sensor was likely needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) went onsite to perform diagnostics. Unit failed with a machine and proximal pressure sensors failed diagnostic code. The (fse) reseated cables and rebooted the unit. Unit then failed with a watchdog test failed diagnostic code. Service manual pointing towards central processing unit (cpu) replacement. The (fse) will order parts per service manual and replace when parts are available.

Manufacturer narrative:
The authorized service personnel (asp) replaced the flow sensor to address the unit will not go on standby mode. The cpu board and the gas delivery system were both in back order. These parts are needed to address the watch dog test failed. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered cpu board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Model number: v60 plus ventilator catalog item identifier: 1138747 device identifier (gtin): 00884838090996.

Manufacturer narrative:
The suspected flow sensor assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified the following issues and error codes during boot up of standard test bed (stb). 1a) the first issue noted with the attempt to operate the stb was the vent inop and watchdog failure noted at the startup. From the diagnostic report (drpta) 100b,12:37.17pm, (B)(6)2024, postwatchdogfailed 2. 1b) when unit was booted up in diagnostics mode the average 02 standard liters per minute (slpm) on the unit display showed 240 slpm with zero slpm flow. During the troubleshooting portion of the analysis the tech verified that the average 02 slpm on the unit display showed 240 slpm at zero slpm flow. This was due to a faulty u1 on the o2 flow sensor printed circuit assembly (pca). High 10kohm (measure of electrical resistances) were noted on pins 2 and 6 to ground with the fluke 87 multimeter. The product investigation lab (pil) tech also noted a high and faulty 10vdc (volts direct current) on pins 2 to ground and pin 6 to ground verifying a faulty u1 on the o2 flow sensor pca. The faulty u1 of the o2 flow sensor was the reason for the watch dog error, the unit stand by failure and the 240 slpm at zero flow. 2.) After the temp install of a good working o2 sensor the pil tech verified that the testing resumed and the stb operated without any errors and the pil, however the unit would not go into standby mode with the temp install of a good o2 flow sensor alone. Note: the pil tech verified that the airflow sensor showed a slightly high and out of spec reading of -1.3 slpm due to a faulty u1 on the airflow sensor and is also the reason for the standby mode failure. The reason for the watchdog timer failure is due to a faulty 02 flow sensor. The reason for the standby mode failure is due to a faulty o2 flow sensor and a faulty airflow sensor."